Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: according to the black box data, on (B)(4) 2018 at 10:03 pm, the time was manually changed to 10:03 am in error. Review of the basal history for (B)(4) 2018 indicated the pump time and date had defaulted to (B)(4) 2008 at 00:00 [as reported on medwatch report # 2531779-2018-18794]. The user set the time and date incorrectly, setting the time to am instead of pm. The complaint regarding missing basal segments in the basal history for (B)(4) 2018 is due to the time being manually changed at 10:03 pm to 10:03 am. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 600 mg/dl with symptoms of vomiting. The patient received a 20 unit humalog injection to lower their blood glucose. The reporter reviewed the pump history with a customer technical support representative and found that there were basal segments missing in the pump history. The reporter did indicate that the patient¿s healthcare provider did adjust the basal rates prior to the event. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump¿s history indicated missed insulin deliveries.